Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during rewind. Customer's blood glucose was normal and didn't require medical treatment. Additional motor error alarms were noted in the device history. It is unknown if the customer was able to rewind the device. Customer agreed to return the device for further analysis.